Event description:
Malfunction of a component of the scope washer compromised the sterility of the scopes used in the gi lab from 3/15/94 thru 3/18/94. This malfunction did not shut the washer off or provide any alarm to the operator. In fact the operator is given a false sense of security by a light located on the control panel that indicates the pump is on when it indeed is not. Test performed duplicating the condition under which the scopes were cleaned have yielded positive results for potential infectious agents. There were 14 pts treated during this period of question.device not labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: 14.device serviced in accordance with service schedule. Date last serviced: 01-dec-93. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.